Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was unable to adjust stimulation. They were at a concert the night prior to the report and all of a sudden they started feeling strong stimulation in the vaginal area. Patient stated having the strong stimulation again the night of the report, and that was when they realized the patient programmer was not working. During the call, patient described the ins off screen. So they pressed the ins on and described getting poor communication. It was suggested that patient try new batteries however that didn't have new batteries and would call back if issue didn't resolve. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4): product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient; their patient programmer issue had not been resolved with changing batteries so a replacement programmer was sent which resolved the programmer issue. When the strong stimulation to the vaginal area was felt the patient turned off the programmer. The cause of the strong stimulation suddenly being felt in the vaginal area was not known, but it happened randomly without a change to device programming. No further complications were reported.